Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that an (B)(6) year old female patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, while in recovery, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echocardiogram (echo). Pericardiocentesis was performed to remove 20 ml of hemorrhagic fluid from the pericardium. The patient was reported in stable condition after pericardial drainage. The patient stayed overnight in the intensive care unit (ICU). Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Transseptal puncture was not performed during the case. There was no evidence of steam pop during the ablation. The stsf flow rate was between 8-15 ml/min depending on the wattage applied. No error messages were observed on any biosense webster inc. Equipment. The force visualization features that were used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 1.5mm for 3 seconds force over time, 30% 3 g force, and 3mm tag size. No additional filter was used with the visitag. The color option used prospectively was time.